Manufacturer narrative:
Device evaluation: the blue pixel phenomenon was confirmed during the case.

Event description:
It was reported that during an ablation procedure, the user witnessed blue pixels in a bowtie effect during the first burn. The physician lowered the laser power but to no avail. There were no patient complications reported in relation to this event.